Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not available.

Event description:
It was reported by the sales rep that a curve metal object was detected through post-op x-ray and CT scan after patient went through a bipolar hemiarthroplasty surgery. The object is locating near to stryker uhr bipolar component and femoral metal head. Patient does not have any complication. The object might affect the operated joint articulation in future. Surgical team is observing the patient for next 3 months. Date of the bipolar hemiarthroplasty surgery: (B)(6) 2020 . As per sales confirmation, hospital is not able to provide the additional information such as x-ray photo, due to pdpa in the country.